Manufacturer narrative:
Na

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) configuration was reprogrammed to unipolar, the lv output was decreased from 2.75 v to 2.0 v and the lv pulse width was increased from 0.9 to 1.0 ms. However, the patient still experienced intermittent diaphragmatic stimulation. The pateint would be monitored.